Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device malfunction was reported. The device was explanted and replaced. Additional information indicated a break in tubing, which the physician thought was the issue.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan pump and two cylinders were received for investigation. Examination and testing of the returned components revealed a separation, with abrasion adjacent to it, in the exhaust tube of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Abrasion was noted on both exhaust tubes and inlet tube of the pump. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.